Event description:
The customer experienced slow flow during pt use. Flow stopped after some hours (no exact duration). Device contained 4282mg 5fu and normal saline for a total fill volume of 250ml. No report of pt injury or medical intervention.